Manufacturer narrative:
(B)(4).

Event description:
The patient's home health nurse noted swelling of the left arm. Patient complains of pain and was sent to the ER. Dvt was diagnosed. This is all of the information that was provided to us. Should additional information become available, this event will be updated. All available information suggests this lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.